Manufacturer narrative:
Lot number not provided. Evaluation was not possible, as the device has not been returned (B)(4). Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A device history review could not be performed due to a lot number not being provided. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
As soon as the shaver entered the joint, this blade immediately started to shed. Doctor was working only on soft tissue. He removed the fragments by resecting the shavings. No delay, patient injury, or complications were reported.